Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during generator change procedure that the leads were unable to be removed from the device header on (B)(6) 2018 due to possible set screw stripping. The patient presented for generator change procedure again next day. Inspection of the implanting site indicated infection, which was related to the previously attempted procedure. There was no vegetation on the leads. The whole system was explanted and replaced due to infection. The patient was stable post procedure.